Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the tortuous right coronary artery. After a 2 guidewires crossed the lesion and used as a buddy wire technique, a 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced over the wire. Upon reaching the 6 fr. Guidezilla guide extension catheter, it was noted that the stent came off the balloon due to the wires were wrapped around each other resulting the stent catching the proximal edge collar of the guide extension catheter. The stent delivery system balloon was advanced through the dislodged stent and inflated at 2 atmospheres. The detached stent was removed through the guide catheter. One of the guide wires was removed from the patient's body and another 3.0x16mm synergy mr stent was advanced into the guide through the guide extension catheter without difficulty. The stent was deployed in the lesion and the procedure was completed. No patient complications were reported.